Event description:
Ous MDR - it was reported that an increased lead impedance and loss of capture/sensing compatible with fracture was noted for this lead. The implant and event dates were not provided. Also, there was no explant date and no mention of any surgical intervention. All available information suggests this lead remains implanted.

Manufacturer narrative:
(B)(4) 2014 - we were informed this device was returned for analysis and an implant date was provided. Upon receipt, the lead was found dissected some 46,5 cm proximal to the lead tip. Only the distal part was received. It is reasonable to assume that the lead was dissected in the course of the surgery. Visual inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Tensile forces during the surgery should be taken into consideration. The cuttings in the insulation most likely resulted from the explantation procedure. The analysis did not show any deviations which might be related to the issues as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.